Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. The occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Customer¿s blood glucose was 69 mg/dl. Customer reverted to an alternate method of insulin therapy.